Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While performing a routine inspection of the device, physio-control observed that it had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. &#1288;ere was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was unable to perform additional analysis on the customer's device because it was inadvertently scrapped. The cause of the reported issue could not be determined.